Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert and entrapment could not be replicated in a testing environment as they are based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that the device was intentionally bent/broken in attempts to remove it from the vessel. The surgeon was bending the device while using hemostats to dissect the tissue away from the device. No additional information as provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a chemoembolization interventional procedure. Reportedly, the proglide device was unable to be advanced completely into the vessel. Device removal was attempted but the device was stuck. Surgeon was called in and a large surgical incision was performed to remove the device. The patient was put under general anesthesia. Angio revealed injury to the vessel due device to removal attempts. Cut down was performed and the vessel was repaired. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information as provided.